Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 10/30/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that a secondary IV bag did not infuse was not determined because no product or device logs were returned. The reported issue that a secondary IV bag did not infuse could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient involvement was reported. The device is used for treatment purposes.

Event description:
It was reported that second IV bag did not infuse. Although requested further information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested further information was not provided.

Event description:
It was reported that second IV bag did not infuse. Although requested further information was not provided.